Event description:
It was reported that resident on left side of bed, arm slipped and got caught between the mattress and the release handle. Fell partly off the bed turning his upper body in the incident, swelling of upper body and face was noted.